Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. To fix the issue, the service territory manager (stm) replaced the 300 psi check valve. Machine will now pass the calibration. The fse completed pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a low helium transducer calibration failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.